Event description:
The hosp staff used the device to administer external pacing to a pt diagnosed with congestive heart failure and cardio myopathy. The staff were reportedly unable to achieve pacing capture using the device. A backup device of the same model was made available and used. Again, the staff were reportedly unable to achieve pacing capture using the backup device (reference mgr. Report #3015876-2002-00199). An internal pacing wire was subsequently used. The pt later expired. The nursing staff indicated the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.